Manufacturer narrative:
Correction: h3.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test or irrigation leak test. Further investigation revealed the distal irrigation tubing had fractured, consistent with the failed leak tests. In addition, a break in the shaft material was noted under electrode ring 4, which is also consistent with the failed shaft leak. Fluid ingress was noted in the distal shaft and within the handle, consistent with the fractured irrigation tubing, the break in the shaft material. No leakage was noted from the luer hub of the returned device.